Event description:
Per the clinic, the patient experienced progressive hearing loss over time, which resulted in discontinuation of device usage. Subsequently, the device was explanted on (B)(6) 2026 under sedation (specific type not reported). It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.